Event description:
Health professional reported "fractured band tubing on port side" of gastric band.

Event description:
Health professional reported "fractured band tubing on port side" of gastric band.

Manufacturer narrative:
UDI#: na. Taper unk. The connector type cannot be identified nor an assumption be made as to be the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional info has been reported to allergan regarding the model number, serial number, the event date, implant date, explant date, diagnostic testing, patient data or further event details.

Manufacturer narrative:
Taper ii visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted that the port tubing was broken with sharp opening consistent with damaged port tubing. Device labeling addresses the possible outcome of leakage as follows: "caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage.¿ ¿caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Healthcare professional reported that the band suffered spontaneously pressure loss. Rx confirmed disconnection between the port and the band. It was replaced.

Manufacturer narrative:
Analysis noted a thinner surface and smooth opening at the tubing at the band stainless steel connector consistent with wear and tear. Analysis noted that the tubing at the band stainless steel connector was broken with striations consistent with surgical end cut to remove the device. Analysis noted observation of needle induced seal damage to the access port.  Device labeling addresses the possible outcome of leakage as follows: "caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage.¿ ¿caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Healthcare professional reports: "fractured band tubing on port side" of gastric band."